Event description:
The physician prepared a wilson-cook tri-clip endoscopic clipping device to use during the procedure. Prior to advancing the device through the endoscope, the clip detached in the open position. This occurred prior to pt contact.